Event description:
It was reported that prior to using the da vinci surgical system to perform any tasks for a prostatectomy procedure, the surgical staff experienced homing issues with the system. When the surgical staff was able to home the system, the instrument sterile adapter did not engage. The patient was under anesthesia when the surgeon made the decision to abort the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the homing and engagement issues were associated with a patient side manipulator (psm), which had been physically damaged when the customer transported the system from one location to another. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The psm was returned for failure analysis investigation. Engineering evaluation observed that the shroud was damaged, thus preventing normal movement for insertion and resulting in the system issues experienced by the customer. As of december 2, 2010, there have been no reported recurrences of the issue at this hospital.